Event description:
It was reported to philips that they system movements lock. The system was in clinical use at the time of the reported event. There was no allegation of injury to the patient or user.an investigation into this complaint has been initiated by philips.